Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, eccentric, 90% stenosed, de novo distal circumflex artery, after predilatation the xience prime stent delivery system (sds) was advanced and crossed the lesion. It was noted that prior to deployment the stent appeared to be shorter than the lesion length and the xience prime sds was removed once from the patient anatomy without resistance. A promus sds was advanced but could not cross the lesion. A 2.5 x 24 mm non-abbott sds was advanced with another guide wire as a buddy wire and successfully crossed the lesion and was deployed distally. The xience prime sds was re-delivered more distal crossing the deployed stent but stuck with the calcification distally. When the sds was retracted, the stent dislodged off the balloon and remained at the calcification. A 1.5 mm balloon catheter was advanced completely through the dislodged stent, positioned distal to the deployed stent, balloon inflated and retracted, however, the dislodged stent remained at the calcification. During the retraction of the balloon catheter the guide wire also was removed inadvertently. As there was no way to retract the stent, the patient was sent to surgery and the stent was removed. Additionally, it was noted that the patient had another lesion in the left anterior descending artery and bypass surgery was successfully performed. The patient was reported in good condition. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: runthrough; guide cath: launcher. (B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. The resistance during advancement and withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. [Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or / and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter.] Additionally, the IFU states: treating more than one lesion in the same epicardial vessel with these stents, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Based on the information reviewed, there is no indication of a product deficiency.